Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion during a staged procedure. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/ advancement. The procedure was completed using a non medtronic stent. The patient is reported to be alive.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd- 25th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add info: a CABG procedure was planned but the patient refused. It was decided to perform an angioplasty. The target lesion was in the distal anterior descending coronary artery. The lesion was pre-dilated with a 2.0 x 20mm balloon at 18 atm. The procedure was successful. Patient medical history: st elevation myocardial infarction in five vessels. If information is provided in the future, a supplemental report will be issued.